Event description:
The account alleges an arterial catheter showed a recurrent intraluminal thrombosis, hindering blood pressure measurement and causing inadequate monitoring due to unreliable blood pressure readings. Catheter 'flushed' and rinsed using a syringe. No reported injury.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.